Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during use. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional or relevant information becomes available, a supplemental report will be submitted.